Manufacturer narrative:
It was later determined that the speaker was not fully connected. The speaker was fully reconnected to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the primary alarm had failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse checked the event log with the customer and found the error for a power management (pm) alarm failure and the motor control (mc) alarm had passed. The rse then advised the customer to test the speakers. The customer followed up with a request for the parts ID for the speaker. The investigation is ongoing.